Event description:
Clinical patient was revised to address metal-on-metal disease, high cobalt levels, and osteolysis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Clinical patient was revised to address metal-on-metal disease, high cobalt levels, and osteolysis. Doi (B)(6) 2008 - dor (B)(6) 2012 the devices associated with this report were not returned. Review of the device history records for the femoral head, lot 2077267 did not reveal any related manufacturing deviations or anomalies. Lot information provided for the associated liner could not be verified as valid. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
No device associated with this report was received for examination. A complaint database search did find additional related reports against the metal liner and/or femoral head product code and lot number combination(s). The 2077267 device history records were previously reviewed with no related manufacturing deviations or anomalies. However; a review of the device history record(s) associated with this complaint was not required per procedure. X-rays were reviewed. A worldwide complaint database search found no additional related reports against the remaining product code/lot code combination(s). Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy still considers this investigation closed at this time. (B)(4).

Event description:
Update 2/22/16 medical records received. Medical records reviewed for MDR reportability. Revision surgical note reported metallosis, black-brown globular reaction, and corrosion. Patient radiographs reportedly showed proximal osteolysis. Lab results were less than 7 parts per billion. Medical records also reported the patient with debonding of the stem, oseolysis at proximal stem and loosening that is most likely triggered by the metallosis and alval reaction patient had. This has not been alleged per litigation and will not be reported at this time since stem has already been reported on this complaint and has not been revised. If new information is received, a complaint and medwatch will be filed as appropriate. There is no new additional information that would affect the existing investigation. The complaint was updated on: mar 7, 2016.

Manufacturer narrative:
The devices associated with this report were still not returned. A search of the complaint database found no additional reports for the metal insert part and lot code combination. A search of the complaint database search finds one other reported incident against the lot code 2077267 since its release for distribution; however, a previous review of the device history record did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: 2077267. Device history batch: the DHR for this product/lot combination was reviewed with no related deviations or anomalies identified. Device history review: the DHR for this product/lot combination was reviewed with no related deviations or anomalies identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
In addition to what were previously alleged, ppf alleges metal wear. After review of medical records for the MDR reportability, added medical history.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: 2077267. Device history batch: the DHR for this product/lot combination was reviewed with no related deviations or anomalies identified. Device history review: the DHR for this product/lot combination was reviewed with no related deviations or anomalies identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pfs and medical records received. These records were received on 8/18/2014 with the alert date of (B)(6) 2012. Records were reviewed for MDR reportability on (B)(6) 2015. After review of the medical records for MDR reportability, the revision operative note indicated metallosis, corrosion, pain, and metal ion levels below 7ppb. Pre-operative indications were x-rays show osteolysis, but there was no mention of osteolysis in the revision operative note. The stem is being added for the corrosion.

Manufacturer narrative:
No device associated with this report was received for examination. A complaint database search did find additional related reports against the metal liner and/or femoral head product code and lot number combination(s). However; a review of the device history record(s) associated with this complaint was not required per wi-3430. A worldwide complaint database search found no additional related reports against the remaining product code/lot code combination(s). Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.